Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/24/2017 with the following findings: the black box showed one instance of time/date reset to the default setting of (B)(6) 2008 00:00 after a pump reboot on (B)(6) 2017 11:32. Because the time/date was not corrected, testing was unable to determine how long the pump was without power. The pump was exercised for 24 hrs with a 1.0 u/hr basal rate; at end testing the basal history correctly showed 1.0 u and total daily dose showed 24.0 u. The battery was removed to simulate a battery change. When the battery was reinserted and the pump was powered back the time/date reset to default setting of (B)(6) 2008 00:00. All other settings remained programmed in the pump; only the time/date reset to default. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; data is missing and the date went back to 2007. This complaint is being reported because it may result in over- or under-delivery due to running the incorrect time segment. There was no indication that the product caused or contributed to an adverse event.